Event description:
It was reported that the patient's hip was being revised due to infection. During this procedure, a broken screw was also noted.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Neither the head, stem, shell, nor liner were returned for review, so their actual conditions cannot be described. These devices were used in the treatment of a disease. Compatibility of the devices was reviewed with no issues noted. No additional complaints for infection have been received from any of the product manufacturing lots. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the devices caused or contributed to any patient infection. The root cause cannot be determined.